Event description:
Event description guidant received information that during defibrillation threshold testing a shorted shocking message was present on this cardiac resynchronization therapy defibrillator (crt-d) and defibrillation lead. The products were explanted and replaced.